Event description:
It was reported, the visera cysto-nephro videoscope bending rubber damaged metal not protruding and the black rubber at the end of the scope was off. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found torn bending section cover, taped and leak tested but no other leak found; unable to perform test on plastic distal end cover insulation due to a torn bending section cover; torn bending section cover were removed per process. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the bending rubber damaged metal (not protruding) and the black rubber at the end of the scope missing could not be determined. Olympus will continue to monitor field performance for this device.